Event description:
A (B)(6) male patient contacted zoll lifecor customer support service to report that the wire on his belt had broke. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem was confirmed. The electrode belt connector housing was cracked and the locking nut was missing. The root cause for the cracked connector and missing locking nut was not positively identified but was likely due to excessive force. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.